Event description:
It was reported that prior to a procedure, when the package was opened on two trocars, the obturator was found bent. It would not fit down the cannula. They were not used.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.